Event description:
Customer reports inconsistent act-lr results between 2 signature plus instruments during an atrial ablation procedure. Per customer, the signature plus instrument noted did not perform as expected vs the heparin administration regime employed during the procedure. When a second signature plus instrument was utilized, it performed as expected. As reported by customer, examples of inconsistent results that occurred during the procedure are: time 12:27 act-lr 340 vs act-lr 261 (261 expected by customer). Time 13:23, act-lr 114 vs act-lr 267 (267 expected by customer). Procedure completed without report of adverse events, serious injury, or interventions.

Manufacturer narrative:
Conclusion - manufacturer evaluation / investigation pending product return from user facility.